Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Patient reported "rupture". Later healthcare professional confirmed. Later healthcare professional reported "fluid retention was found around device, ultrasound showed device seroma and rupture". This record is for the left side. The device was explanted.